Manufacturer narrative:
Should additional information become available, this report will be updated.

Event description:
It was reported that was reported that this right ventricular (rv) lead became dislodged after a motor vehicle accident. This lead was explanted and successfully replaced with a new lead. No additional adverse patient effects were reported.